Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Customer returned expired test strip lot. - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference (also, test strips are expired).

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 167 and 177 mg/dl. The product is stored in the living room. The test strip lot manufacturer's expiration date is 03/31/2016 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: a 201mg/dl, (B)(6) 2016 10:41 am, fasting: yes. A 168mg/dl, (B)(6) 2016 08:49 am, fasting: yes. A 148mg/dl, (B)(6) 2016 09:41 pm, fasting: yes. A 103mg/dl, (B)(6) 2016 06:38 pm, fasting: yes. A 132mg/dl, (B)(6) 2016 04:28 pm, fasting: yes. The customer stated that the true metrix meter is reading 53 points higher than his reli-on meter. The customer stated that he is a diabetes educator.